Manufacturer narrative:
The investigation determined that a higher than expected, bhcg ii result occurred on a single patient sample processed on a vitros 5600 integrated system. The most likely root cause could not be determined, however the effect of sample processing (centrifugation) or pre-analytical sample mix-up could not be ruled out as having contributed to the event. The investigation could not determine that the customer had processed the patient sample within the sample collection tube, manufacturer's recommendations for centrifugation time and speed. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. In addition, the initial sample was unavailable to confirm pre-analytical sample mix-up did not occur. There was no evidence to suggest that the vitros 5600 or the vitros bhcg ii reagent malfunctioned. There was no allegation of patient harm as a result of this event. Review of the complaint database from (B)(4) 2012 revealed two similar complaints for vitros bhcg ii lot 0640.

Event description:
The customer obtained a higher than expected vitros bhcg ii result (9.48 miu/ml) from a single patient sample processed on the vitros 5600 integrated system. The original sample was not available for retesting, however an alternate sample collected at the same time as the initial sample, from the same patient, generated a bhcg ii result of <2.39 miu/ml. The physician believed the result of <2.39 miu/ml to be the accurate result for this patient. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The higher than expected patient result was not reported outside the laboratory and there was no report of patient harm as a result of this event. (B)(4).